Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.' This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00409 / 00410 & 2015-00711).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, bone/tissue damage and loss of range of motion. Patient's legal counsel further reported surgeon allegedly noted "multiple defects behind the cup" and areas of the bone that were "very soft in nature." Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. Patient underwent a second revision procedure on (B)(6) 2012 due to an unknown reason. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. Additional information received from operative report noted patient was revised on (B)(6) 2012 due to recurrent dislocation secondary to instability. Operative report further noted a pseudocapsule and multiple defects behind the acetabular cup during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.